Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the transfer set came out unintentionally and ripped out the connector plate leaving just the adhesive. Caller alleges there was no stress or tugging put on the line and it just came out by itself. No adverse event reported. Requested return of the alleged device for evaluation.